Manufacturer narrative:
Additional narrative: a product development investigation was performed for the subject devices. Four (4) matrixneuro screwdriver blades, hex coupling/self-retained/medium [part number 03.503.017 / lot number u159987 (qty. 2) and lot number u102248 (qty. 2)] were received with the complaint category of ¿does not/will not function : will not hold.¿ it was reported that during a procedure four (4) screwdriver blades were used and found to not hold the screw properly. The procedure was completed successfully using another same/like product. There was no surgical delay reported and the procedure was completed successfully. The complaint condition is confirmed as the wear observed on the distal tip of each screwdriver would lead to the screwdrivers not retaining a screw as tightly as intended. A device history record (DHR) review, visual inspection, functional test, and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Part family 03.503.01x comes in two lengths [03.503.016 (short) and 03.503.017 (medium)] and is part of the matrixneuro system. These screwdrivers are intended retain the screw without a holding sleeve during use. This information is provided per the next generation cranial plating system: matrixneuro technique guide. The screwdrivers were received intact with light wear. On each screwdriver the proximal coupling hex and the distal cruciform blade show slightly worn edges. Due to the wear of each distal tip the screwdrivers would not retain a screw as tightly as intended. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the mating screw was not returned. A review of the current design drawing / manufactured revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. A definitive root cause could not be determined given the unknown use at the time of the issue and over the lifetime of each device. The condition appears consistent with the result of abrasion of driver from significant repetitive use. Information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device was received. The investigation has not been completed, and no has conclusion has been drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2016, a craniotomy was performed on a patient. During the procedure, four (4) screwdriver blades were used and found to not hold the screw properly. The procedure was completed successfully using another same/like product; there was no surgical delay reported. The reporter stated that everything was ok with the patient and that there was no harm reported. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is 1 of 4 for (B)(4).